Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
The head of the surgery department, reported via our sales rep, during the surgery, the distal drilling failed with this target device. He mentioned that it was not possible to meet the drill holes. According to his information, the surgery was completed successfully by carrying out freehand locking without any patient impairment.